Manufacturer narrative:
The device was not made available for evaluation. A review of the device history record revealed no exceptions.

Event description:
A report was received from a user facility in the USA stating that the stellaris pc system unexpectedly lost power during a vitrectomy procedure. The eye collapsed and there was a re-detachment of the retina. A second system was used to complete the procedure. The outcome is unk at this time as the pt is too young for vision testing.